Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported that the patient missed a refill scheduled for the week prior to this report. An alarm was heard and telemetry confirmed that it was due to a zero ml reservoir reached. The pump was refilled on the report date. There were no therapy or medical problems. It was later reported that the patient was given a 1mg bolus and then a bridge bolus was initiated. The bridge bolus was going to take approximately 9 hours and 10 minutes to complete. The healthcare provider (hcp) asked the patient to call if she had any strange symptoms. The device system was used to deliver bupivacaine, baclofen and morphine. It was later reported that there was possibly a miscommunication error between the office and the patient, resulting in the missed refill. No further troubleshooting or actions were done. The manufacturer representative spoke to the patient on (B)(6) 2014, and she was doing fine and had no strange symptoms.